Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID :3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# va112kz, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va0zwv8, implanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient had an infection in his scalp at the lead-extension connection. The extensions and implantable neurostimulator (ins) were removed, while the leads remain implanted. T he issue was resolved and the devices would be replaced in the future. The patient had multiple infections in the past as it related to orthopedic implants, so he was known to be a high risk prior to surgery. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.